Manufacturer narrative:
A ge service representative performed an on site investigation. The x-ray tube was replaced during the service call. This malfunction may have resulted in a possible accidental radiation occurrence.

Event description:
The customer reported that the 8800 system had a high dose level on a single shot. No patient injury was reported.